Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, while morcellating very calcified tissue, the blade stopped turning and the lights started to flicker on the motor drive unit. A second disposable hand piece was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500 form. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.